Manufacturer narrative:
A stryker field service representative evaluated the customer's device and was able to verify the reported issue. The printer keypad and the device's speed dial were replaced to resolve the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. The cause of the reported issue was a faulty printer keypad and a faulty speed dial switch.

Event description:
The customer contacted stryker to report that the control panel main keypad of their device was inoperative. As a result, defibrillation would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that the control panel main keypad of their device was inoperative. As a result, defibrillation would not be available, if needed. There was no patient use associated with the reported event.